Manufacturer narrative:
Follow up contact with the facility conveyed the following information "cleaning brush maj-1339 actually was the device that had a positive culture test". No further information was provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that contamination (positive test) was suspected on the subject loaner device. The reported issue found during service / maintenance (not in a clinical setting).the user did not report any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. No reports of patient harm or injury associated on this reported event.